Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal a tampon elongated and fell apart. She was unsure if pieces remained inside and was going to seek medical attention. She has not experienced any unusual symptoms. Multiple attempts have been made to obtain further information. No further information has been received.